Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother called to report that her son was hospitalized on saturday, (B)(6) 2017 at 5pm due to high blood glucose levels of 24 mmol/l. It was reported that the customer's blood glucose level will not go down even after set change and the insulin pump was not working properly. It was reported that the cannula was bent on the infusion set. It was reported that the cause of the hospitalization was high blood glucose per health care professional. The customer was wearing the insulin pump at the time of hospitalization. It was reported that the customer had to go the hospital because of the high blood glucose. The customer's blood glucose at the time of call was 21.3 mmol/l. It was reported that the high blood glucose event began on (B)(6) 2017 and the infusion set was changed on (B)(6) 2017. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being returned or replaced.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08710 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Unit had a small crack on the display window, cracked battery tube threads and cracked reservoir tube lip.